Event description:
It was reported that the user experienced a hypoglycemic event after dinner with a documented glucose nadir of 44 mg/dl and confirmed fingerstick accuracy; the user treated the event with oral carbohydrates and had recently changed the cgm nighttime target, with dosing shown as stopped before the low and no device malfunction identified. Symptoms included headache and hypoglycemia. Outcomes included unexpected medical intervention in the form of medication/ingested glucose. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.